Event description:
Pt was receiving a dialysis treatment. One half hr into the treatment the pt had a blood loss. Alarms failed to notify staff of the loss of blood volume. Alarms were checked prior and after use with no malfunction noted.